Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual analysis indicated that proximal segment only was returned with a total length of 113 mm from the terminal pin. The cathode coil is fractured at 106 mm from the terminal pin due to clavicle crush and arcing damage at 106 mm from the terminal pin. The clinical observation of high out-of-range pacing lead impedance greater than 2,000 ohms with a visible lead fracture noted was confirmed through the analysis.

Event description:
Boston scientific received information during a device upgrade procedure, high out of range pacing impedance measurements were noted on this right atrial (ra) lead along with pacing inhibition. A visible fracture was noted about two inches from device header. The lead was surgically abandoned. The proximal portion of the lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.